Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure, which typically develops within the first 24 hours post implantation, and multi organ failure are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal pre and post patient management. Although a root cause conclusion cannot be made, clinical and patient factors including comorbidities are possible contributors to the events. As reported, there is no evidence to suggest a relationship to any device performance or manufacturing issues.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient had to be taken back to surgery on (B)(6) 2014, one day post left vad (lvad) implant, for a right vad (rvad). The patient was placed on extracorporeal mechanical oxygenation (ECMO) on (B)(6) 2014. On (B)(6) 2014 support was withdrawn after multisystem failure and the patient expired. It was reported that this was not device related.